Manufacturer narrative:
International medical device regulators forum (imdrf) adverse event reporting (B)(4).

Event description:
Pentax medical was made aware of an event that occurred in the apac region in the operating room before use. The user facility reported that "the user did the alveolar wash for the patient. During the check on scope, they found that the distal body part can't bend. After changing to another scope, the user finished the treatment and then the defect scope was sent to repair. The user thinks that if they didn't replace the scope, the defect scope would cause harm to the pulmonary alveoli and other lung tissue. Pentax video bronchoscope eb-1575k did not contribute to or cause a serious injury or death of a patient or user. No serious injury or death of a patient or user, or delay in the procedure that would require medical intervention was reported. However, this information reasonably suggests that if the malfunction recurs, the device or any similar marketed device is likely to cause or contribute to a death, serious injury, or other significant/important medical event. Therefore, this event is FDA reportable. The scope was received at our asia pacific service facility where it was evaluated, and the user narrative was confirmed. The scope was repaired where angulation wire, knob and bending rubber was replaced and returned to the user. On 07mar2021, a device history record(DHR) review for model eb-1575k, serial number (B)(4) was performed, the DHR review confirmed the endoscope was manufactured on 15-nov-2016 under normal conditions, passed all required inspections, and was released accordingly. Also, there were no reworks or concessions and the dates of approval for shipment and actual date shipped were confirmed.